Event description:
Event description boston scientific received information that this transvenous ventricular lead delivered appropriate anti-tachy pacing and 3 shocks for ventricular fibrillation. The shocking impedance was normal with the first 31 joule shock, the second impedance was low out of range, and the last impedance was normal again. The patient was converted on the third shock. Currently the impedance is normal. There was noise on the right ventricular channel during the episode, however it was not oversensed. The device and lead were explanted and replaced.